Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported a left side rupture confirmed via 3d screening and capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: lymphadenopathy: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Rupture: observed broken device and 2 openings assessed as fold flaw opening. As per the investigation procedure, creases and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side rupture confirmed via 3d screening and capsular contracture baker grade IV. Then, healthcare professional reported lymph nodes. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture confirmed via 3d screening and capsular contracture baker grade IV. The device has been explanted.